Event description:
Healthcare provider reported a right side deflation and exchange from textured to smooth implants due to the patient's concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold and an opening. A leak test was performed and an opening was found on the radius. A microscopic analysis was performed which identified a striated opening on the radius side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation and exchange from textured to smooth implants due to the patient's concern with the product. The device has been explanted.